Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported on (B)(6) 2019 that the patient's ipg will be revised due to the ipg eroding and protruding from pocket site. Surgical intervention was undertaken at a later date wherein the patient's ipg was explanted and replaced and the ipg site was relocated. Surgical intervention addressed the issue.